Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant reported the device displayed a technical failure 379 "no o2 dosing possible". Complainant did not report patient involvement.

Manufacturer narrative:
The device was returned to the distributor's facility for evaluation, and the logs were provided to zoll technical support for review. Based on the findings, technical support advised the distributor to replace the o2 proportional valve and monitor if the issue was resolved. The distributor confirmed that after replacement of the o2 proportional valve, the device was returned to normal operation and was functioning as expected.